Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a planned treatment and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) communicated with the customer and confirmed that it was not possible to perform fluoroscopy exposure. Review of the system log file showed that the database read error. The rse analyzed the system remotely and found a temporary software operation error at 16:01 and a temporary stop of the application software. After restarting the system, the software automatically restarted internally and was operating normally, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after system restart and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that during a procedure the system could not do fluoroscopy or exposures and the following message was displayed: "negotiation to xper...". The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.